Event description:
The manufacturer received information alleging a blank screen had occurred on the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. In addition, there was damage found below the sd card slot port that is located on the device. The inlet air path assembly and removable air path foam was replaced per remediation. The customer requested that no repairs be made to the device. The device was returned unrepaired to the customer.